Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889-28, lot# v641374, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient weight was noted as (B)(6). It was noted that lead issue, battery not working and bladder symptoms all led to the "replaced and moved three times and still not working". The patient was not sure when they had it replaced. The doctor replaced and moved the site.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that the patient¿s previous implant was replaced because there was something wrong with the leads and everything. Patient reported the battery was not working. Patient was experiencing bladder symptoms. The device was checked and they determined there was a device issue. No further symptoms or complications reported/anticipated.